Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a hysterectomy, .5 cm of the tip of the needle broke off while suturing the vaginal cuff. The tip broke off into the patient and was not retrieved. A kub was done and it was possibly seen but the needle could not be found did surgery. A CT of the pelvis was done later with no mention of the needle. The patient is currently ok.

Manufacturer narrative:
(B)(4). Post marketing vigilance concurrently with engineering led an evaluation of one device and two reload labels and cartridges opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of each jaw to simulate clinical conditions. The needle was loaded and unloaded without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions . A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.